Event description:
I was told to contact your agency concerning defibrillator and the recall of some devices. The concern I have is that the device that I just had removed should be added to the recall list if it has not already been. There is something wrong with the leads in the vital model. My defibrillator was removed on (B)(6) 2014 and they tried to unscrew the leads but were unsuccessful. They were frozen in place. So the dr had to cut them and leave them. I'm requesting that you place a recall on this device, and contact me if you have any further questions about this device. Preoperative diagnosis, postoperative diagnosis: indwelling pacemaker/automatic implantable cardioverter-defibrillator. Dysfunctional unit with no further need of use. This is an inmate who presents for above. It was placed in 2007 and has essentially been dysfunctional for years. He now presents for excision. He understands that leads will be retained. These will need to be removed in the future, if necessary, at a tertiary center with laser lead extraction. Leads will be cut and tucked subcutaneously.

Event description:
Add'l info received from reporter on (B)(6) 2014: doctor sent me back in 2007 that this device had been recalled which he's now saying it not. The device is from boston scientific and modle v-tal type.